Manufacturer narrative:
Device evaluated by MFR: a visual inspection revealed that a coil and non-bsc catheter were returned for this complaint. The coil was stuck inside the non-bsc catheter. No more damages were found in the device. A functional and microscopic inspection revealed that the coil was stuck inside the non-bsc catheter and it was necessary to cut the sheath in order to release it; however, it exit from the catheter with a lot resistance. The coil was found damaged (stretched, kinked. The main coil zap tip and interlocking arm were found detached with missing number of fiber bundles.

Event description:
Reportable based on device analysis completed on 26may2020. It was reported that the coil could not be withdrawn from the catheter. A target lesion was located at the fundus of stomach. A 10mm x 50cm interlock coil was selected for use in gastric fundus for vein bleeding. During procedure, it was noted that the coil could not be pushed or withdrew when the microcatheter was advanced. However, it was further reported that continuous flushing was performed. Subsequently, the coil was removed with the catheter from the patient without any intervention. The bsc microcatheter used has no issue. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure. However, device analysis revealed interlocking arm detached and missing fiber bundles.